Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the boxes of bd ultra-fine¿ nano pro pen needles and different expiration dates. The following information was provided by the initial reporter: it was reported two different expiration dates on her box, 2017 and 2018.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the boxes of bd ultra-fine¿ nano pro pen needles and different expiration dates. The following information was provided by the initial reporter: it was reported two different expiration dates on her box, 2017 and 2018.